Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: can you identify the product code and lot number of the product that was used? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. The customer feedback that the suture broke easily when it was pulled, resulting in prolonged surgical time. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.